Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen intermittently fades in color from "clearly to barely visible". Reportedly, the display issue did not block any graphics or text. Customer's blood glucose was 233 mg/dl. Reportedly, customer continued to use the pump for insulin therapy and declined further troubleshooting with tandem technical support.